Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 21.0mg/ml currently at 2.936mg/day and previously at 2.522mg/day and prialt 20.0mg/ml currently at 2.796mcg/day and previously at 2.401mcg/day via an implantable pump. The indication for use was spinal pain. The patient reported their pump wasn't working well. The patient further stated the pump wasn't working and the healthcare provider couldn't get the needle in. Pre the patient the healthcare provider did an x-ray a couple of days or week before they surgically went in and repositioned the pump. They also dealt with the catheter because it was ¿mixed up¿ and replaced the catheter. The patient stated they were still in pain that they had before they started with the pump therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.